Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller would work some days and not work some days; pt stated that the controller wouldn't find their implant (ins) and wouldn't charge the ins completely. Pt confirmed that they could recharge the controller from the power supply. Pt stated that however a weird screen would come up; pt stated that the lock icon that would only appear on the lock screen would be sitting on top of the recharging screen. Pt stated that they went to recharge the ins, however they went three days without recharging because the controller could never connect to their ins. Pt stated that they reset the controller about twenty times. Pt stated that a lot of times the controller would display no device found so they couldn't recharge the ins as the controller wouldn't go past that screen. Pt stated that some days the controller would start to recharge the ins, however it would then quit all on its own and then they couldn't get back to the recharging screen. Pt confirmed that the recharger (rtm) was not damaged. Pt was asked if the rtm was getting hot while trying to recharge the ins; pt stated that the ins inside of them did but not the rtm. Pt attempted to recharge the ins and saw no device found. Pt selected recharge to go through passive recharge mode (prm). Pt stated that the three numbers on the trying to recharge screen were (95, 95, 96). Pt was advised that the normal recharging screen should appear once prm was completed. Pt stated that the issues had been on and off for probably two or three weeks. A replacement controller was sent to the patient.